Event description:
Procedure type: ventral hernia repair. According to the reporter: the patient allegedly had a coughing fit post-operatively and felt a "pop". The patient presented with a hematoma. The mesh tore at the suture site along the right side. This required emergency surgery with removal of the mesh and closure of fascia with absorbable mesh, the wound was left open. The patient is currently on the vac wound system and is in the hospital with every other day vac system changes and care.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).